Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of less than 20 mg/dl at the time of the incident. The customer was at 178 mg/dl 20 minutes before the low incident. The customer was in a car accident due to the low. The customer did troubleshooting with their doctor, but since they could not determine the cause of the low, the customer was advised to get pump replacement. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.